Event description:
Reportable based on device analysis completed on 14jun2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 4.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.